Event description:
It was reported that a healthcare professional (hcp) inquired about magnetic resonance imaging (MRI) compatibility with this right ventricular (rv) lead. Technical services (ts) assessed the situation and indicated uncertainty regarding MRI compatibility. Ts further stated that if the rv lead was removed, the device would be considered safe for MRI, if was programmed into MRI mode. This rv lead possibly been intentionally left in place during surgery. No additional adverse patient effects were reported.